Event description:
A notification from abiomed's long-term outcome and quality indicator (loqi) impella registry was received regarding a patient that endured refractory biventricular shock with a "remote" relationship to the impella device used. The patient experienced hypotension and bradycardia that was not responsive to atropine, aminophylline, and phenylephrine pushes. A transvenous pacemaker placement (tvp) was placed and the patient was intubated. The procedure was complicated by refractory shock requiring impella cp support. The patient did not recover and expired on support.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the reported hypotension bradycardia and ventricular fibrillation has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the hypotension bradycardia and ventricular fibrillation could not be determined.